Event description:
Related manufacturer report number:1627487-2023-04766. It was reported that the patient's ipg had reached end of life. The patient had also noted experiencing ineffective relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced and therapy was restored.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4616911. It was reported to abbott, a patient¿s ipg was at end of life. Surgical intervention was taken where old protégé ipg was replaced with an eterna ipg. The two octrode leads were replaced with a tri-pole 16 lead to provide sufficient coverage to a pain pattern that had changed and expanded to other areas. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.